Event description:
It was reported that the target lesion was located in the mid and distal right coronary artery (rca) with mild calcification and mild tortuosity. Two zeta stents were successfully deployed without issue. However, the patient suddenly became hypertensive, experienced heart failure and subsequently died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and hypertension are listed in the zeta instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.